Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the top case was cracked at the front right corner and the right plunger case was cracked. A review of the event history log identified check syringe plunger sensor in the history. Functional testing was performed using visual inspection and power on self test, the pump was found to have a sticky plunger lever and plunger flippers during visual inspection and the pump presented a check syringe plunger sensor alarm as plunger flippers were stuck in the up position. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced left plunger case due to sticky plunger flipper. This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a check plunger sensor alarm and had a broken plunger. No patient injury was reported.